Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the display assembly (0160-00-0127) to fix the issue and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had horizontal lines across the upper display. All screen data was visible and pump functioned normally with this defect. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h6(type of investigation, component codes),h10.